Event description:
While using a byte night aligners, patient reported that during a routine dental check up their dentist found two chipped teeth. Patient is not sure when this occurred but believes the reason for the chipping is because of the gap on the lower step 8 aligner. The patient's dentist informed them that they only need to have the chipped teeth address if they were concerned about the appearance, and dentist also told patient that their aligners were fine since all of the other teeth fit well. Additional information was requested from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.